Event description:
It was reported that inadvertent deployment occurred. A 6x120x130cm eluvia drug-eluting vascular stent system was selected for use. The guidewire was unable to pass through the very back of the stent. During an attempt to remove the flushing luer, the stent started to deploy. The device was removed off of the guidewire and out of the patient. After removal from the patient, the device did not work on the back table. There were no patient complications reported.